Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about a month post implant there was electromagnetic interference observed on the device. The patient was seen after hearing their device alerting and said they were feeling light headed. An interrogation of the device was done and showed episodes the previous day with oversensing, inhibition of pacing, noise on the atrial egm (electrogram), and that a right ventricular (rv) lead integrity warning was triggered. The patient had stated that they did not recall what they were doing at the time. The device¿s sensitivity was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.